Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lotf2024502 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was ruptured while being inflated during prep. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g4,g7,h1,h2,h3 and h6 as reported, the balloon of 6f/7f mynx control vascular closure device (vcd) was ruptured while being inflated during prep. There was no reported patient injury. The device will be returned for analysis. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 2 was in the manufacturing position, the stopcock was open, and the syringe was attached to the received device. The sealant and the procedure sheath were not returned with the device. It was reported that the balloon loss of pressure was detected during prep, however, the button 1 was fully depressed with clock sign visible in the tension indicator as received. Based on the condition of the returned device, it is unknown if the device was manipulated post procedure. Per microscopic analysis, a 4mm taper to taper tear exposing the core wire was observed under magnification. Functional analysis could not be performed due to a rupture tear in the balloon. A product history record (phr) review of lot f2024502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. However, analysis of the returned device suggests that it was manipulated post procedure. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.